Event description:
It was reported that the right ventricular lead exhibited oversensing due to noise and a high capture threshold. The noise could not be reproduced in-clinic. The lead remains implanted and the patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.